Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. If evaluation is complete, the results will be available in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor reported that the keypad buttons were sticking for a few weeks and intermittently activating pump functions when pressed. The patient reportedly does not clean the pump, and there was no evidence of misuse of the product. There was no reported patient impact associated with this complaint.